Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported the "dbs has stopped working and they were shaking a lot". The patient said they believed their device needed to be changed again. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their ins had turned off and they could not write. The patient reported that when the ins was placed, they thought it would last 10 years, but now it needed to be replaced after only 4. The patient reported that they had been falling ever since the initial ins implant in 2006 and as a result have had a broken collar bone, broken left shoulder, broken left big toe, broken nose, split their lip, broken their 2 front teeth, and have broken their right shoulder twice. The patient reported they kept losing their balance since the operation and needed to use a walker because of the balance issues and falls. The patient reported they had probably broken every bone in their body. The patient also reported that their voice, head and right hand were shaking. No further patient complications have been reported as a result of this event.